Event description:
As reported by the edwards field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, after successful valve implantation and upon removal of the rf3 sheath, a dissection was noted at the level of the external into the common iliac. In order to repair the dissection, a 10x4cm fluency stent was placed. The patient was noted to have remained stable throughout the procedure.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. However, per report, there was no device malfunction. A device history review (DHR) for the sheath could not be completed because the lot/serial number is unknown. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the access vessel was 7.4mm; however, the vessels were indicated to be both severely calcified and severely tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is likely that the vessel size in combination with severe calcification and tortuosity of the access vessel contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required.

Manufacturer narrative:
A device history record (DHR) review for the sheath was performed and all manufacturer's specifications were met prior to release for distribution.

Manufacturer narrative:
Additional information: date was changed from (B)(6) 2012 as per communication from the edwards clinical specialist. Ref. 2015691-2012-17712-002. Date of awareness was (B)(6) 2012 as previously indicated. Ref. 2015691-2012-17712-002.

Manufacturer narrative:
A device history record (DHR) review was not performed/required per sop 5101 as there was no allegation of product malfunction.

Manufacturer narrative:
Additional information provided by the clinical specialist (cs) indicated that there were no abnormalities or damage noted on the sheath prior to the procedure. However, during the insertion of the 25fr dilator the physician felt resistance due to the patient's severely calcified vessel. The sheath was removed and the access site was closed via the preclose-perclose technique.